Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high impedance on the right ventricular (rv). No intervention or patient consequences were reported.